Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: versaturn, sion blue. Guide catheter: profit 6fr jl3.5. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 2.0x15mm traveler dilatation catheter advanced to the moderately tortuous, mid left anterior descending (lad) coronary artery, heavily calcified and 90% stenosed lesion, with resistance due to anatomy. During first inflation at 8 atmospheres for 15 seconds, it was noted that the gauge stopped increasing. The device was removed from the patients anatomy with resistance due to anatomy. Once outside the anatomy, a pinhole rupture was noted. There were no adverse patient effects and there was no clinically significant delay in the procedure. There was no additional information provided.